Event description:
The customer reported that their device lost power after prompting to perform CPR on the patient. The device was connected to the patient with the defibrillation electrodes and after the device analyzed the patient¿s asystole rhythm, it prompted to perform CPR; this is a normal prompt. Following the prompt to perform CPR, the device lost power. Following the reported loss of power, the customer powered the device back on to continue the patient evaluation. The customer reported that the device lost power a total of four (4) times throughout the patient event. The patient downtime prior to the connection of this device was unknown. When a backup crew arrived, they connected their monitor/defibrillator to the patient and did not deliver any defibrillation shocks based on the patient condition. Details of the other power failures and additional information regarding the remainder of the patient event were not provided by the customer. The customer did indicate that the ems crew on scene reported that the multiple power losses with this device did not contribute to the death of the patient.

Manufacturer narrative:
Physio-control performed additional evaluation of the device and was able to verify that the reported device issue occurred via the device's download history; however was unable to duplicate the reported device issue during evaluation. The cause of the reported issue could not be determined. The customer received a replacement device.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event and determined that the reported issue did not contribute to the death of the patient. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Recall indicates: 3015876-01/04/2017-001c. Recall should indicate: 3015876-01/06/2017-001c.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.